Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer attempted to clear the ua45, but the driveshaft was stiff and would not rotate; the ua45 persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information. The reported complaint that "the autopulse platform (sn 24274) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during both archive data review and functional testing. The root cause of the reported ua45 advisory message was the platform driveshaft not being at "home" position, due to the dusty and burred clutch plate. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will normally move the driveshaft to its "home" position. In this case, the customer was unable to rotate the driveshaft manually to clear the ua45 advisory message because the driveshaft was very stiff. At zoll service depot, it was confirmed that the clutch plate was dusty and burred, most likely attributed to frequent use of the device. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The zoll service personnel indicated that the driveshaft was stiff, as also reported by the customer. However, the driveshaft was not stuck and was manually rotated to "home" position to clear the ua45 advisory message. The root cause of the stiff driveshaft was the dusty and burred clutch plate, which was deburred and cleaned to remedy the fault. During further testing, the load cell characterization test revealed that load cell #1 was under-reporting, unrelated to the reported complaint. The root cause was likely attributed to failed component(s) or mishandling such as a drop. Load cell #1 was replaced to resolve the problem. The autopulse platform passed all subsequent functional tests. Upon service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During a shift check, the autopulse platform (sn (B)(6), displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to clear the ua45 because the driveshaft was stiff and would not rotate. No patient involvement.